Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair, the t2 from the ultra fast-fix assembly could not be deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the carton which confirmed the reported batch number and part number. The device itself was not imaged. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The needle had been bent along the shaft. A functional evaluation revealed the actuator could not be triggered due to bend in needle. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.